Event description:
Information in reference to a clinical trial was received. This event describes edge stenosis involving the implanted stent requiring percutaneous intervention. Edge stenosis of stent successfully angioplastied. The investigator assessed the relationship to both the study device and study procedure as "probable," and angioplasty was required to restore vessel patency.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.